Event description:
The manufacturer's representative reported that the patient was diagnosed with inflammatory mass. Specific symtoms were not reported. The patient had been receiving "high concentration medications previously" and is currently hospitalized.